Event description:
Health professional reported after injection in the lips with juvederm ultra plus xc, pt experienced "blanching and a vascular event." Pt was treated with hyaluronidase, nitro paste, massage and warm compresses. Fifteen minutes after treatment the pt's lips returned back to normal color and 45 minutes after initial injection the pt only presented "bruising from injection." Symptoms have resolved.

Manufacturer narrative:
(B)(4). Device history report summary: batch number (B)(4) was release by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.